Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-15088. It was reported the experienced a loss of stimulation to her left side. Diagnostics indicated high impedance readings and x-rays indicated the left lead had migrated. However, reprogramming was initially able to provide effective stimulation. Approximately 4 months later surgical intervention was undertaken and the left lead was explanted and replaced. The patient reported effective stimulation coverage postoperative. It is unknown which lead was implanted on the left side; therefore all possible lots are being reported.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-15088.

Manufacturer narrative:
Results: the complaint could not be confirmed for ¿lead migration.¿ this reported complaint cannot be confirmed through product analysis testing alone .as received, visual inspection of the returned lead model 3186 revealed no anomaly. Returned lead was tested and passed all the functional tests. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.